Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired from an intracranial hemorrhage. An autopsy was not performed and the pump was not explanted. It was reported that the patient did not have any pre-existing conditions that would have contributed to their death. No further information was provided.

Manufacturer narrative:
Approximate age of device - 2 year, 8 months. The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history records revealed the device met applicable specifications. A correlation between the device and the reported stroke could not be determined. The instructions for use lists stroke and bleeding as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.